Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was started by tandem technical support, however, the customer declined to complete the check. Reportedly the customer would change the infusion set. Customers blood glucose was approximately 188 mg/dl.